Manufacturer narrative:
Investigation results: root cause couldn't be determined due to unavailability of sample information. A complaint history record (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. A review of the applicable risk documents indicate that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.

Event description:
It was reported that the bd needle sftygld 25x1 rb needle pulled out of the hub. The following information was provided by the initial reporter: material # 305916. Batch # unknown. Verbatim: rcc received a complaint via email. Incident or problem information ahs mdip reference number (ID): (B)(4) date of incident (yyyy-mm-dd): (B)(6) 2025 site name/location: (B)(6). Level of harm: ahs optional report to cmdsnet (health canada): incident details: when uncapping a needle, the metal part of hub popped out, the needle got bent and punctured writer's left thumb. Device information device name/description: needle hypodermic safety 25ga x 1 in manufacturer: becton dickinson canada inc manufacturer code/model: 305916 serial or lot number: device expiry date (yyyy-mm-dd): supplier: medline canada corporation supplier catalogue number: (B)(4) was the device retained? No. Additional information provided: please confirm whether any patient injury or medical treatment was required as a result of this incident, such as: - tetanus shot? - gamma globulin shot? - stitches? No tetanus shots and any other medical attention were needed, it was a small poke in thumb and after thoroughly washing my hand, band aid was applied.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.